Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was on ventricular tachycardia mode to set other than monitor plus therapy. This device detected red alert for ventricular tachycardia that prompted to follow up with clinic doctor. The device was reprogrammed due to unknown reason. The device remains implanted. No adverse patient effects were reported.